Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: it was reported that a ecr60b and cdh25a were used in the case. Did they both deploy malformed staples? Yes if no please describe the quality issue experienced with each device. Are both devices not returning? The samples are not available for return. Investigation summary an analysis if the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during the surgery, when severing gastric tissue , after fired, noted the staples malformed . Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.